Event description:
It was reported that the procedure was to treat a mildly tortuous, totally occluded, left popliteal artery. Several non-abbott devices and a pilot 200 guide wire could not cross the lesion. A connect flex guide wire was advanced to the lesion and multiple balloon dilatations were performed. When removed from the anatomy, there was green color on the gauze. There was no resistance noted removing the guide wire. There was no clinically significant delay in procedure and no adverse pt effects. No add'l info was provided.